Event description:
Then years ago rptr's mother had a hernia repair with an unk brand mesh. The wound had never healed well and she has 3 holes in her wound area with drainage, making it necessary to have nurses visit 3 times a week for wound care. She is in terrible pain, taking medication every 4 hours (norco) and had become addicted. At present, rptr's mother is in the hospital because of a uti. He does not feel the surgeon cared about his mother's suffering and she has now moved from (B)(6) to live with him. Her primary dr has all of her records and should know the MFR of the mesh. (B)(6).